Manufacturer narrative:
(B)(4). A vps rhythm dlx monitor (serial number (B)(6)) with accessories was returned. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies. It was reported "team placed dl PICC at gsh on 5/12 and had confirmation of p wave deflection, cut at 39cm with 37 internal and 2 ex. On may 21st the providers did a follow up chest xr for previous medical complaints and the team noticed the read stated, '3cm deep into the right atrium'. The team pulled the line back 3cm but are concerned that they received deflection and max p wave but the reading was deep into atrium. The clinician decided to pull back only 2cm after receiving the radiologist reading of '3cm deep into the right atrium'. A 2nd x-ray was taken, and the radiologist read as '3cm deep into the right atrium'. The team decided to leave the PICC in the current position as they felt pulling it back further would make the tip too high in the svc". During functional testing, multiple mock procedures were performed. At no time were there any issues with the functionality of the returned monitor. No problem was found with the returned monitor. No other information is available to confirm the reported event. A device history record review performed on the monitor did not reveal any manufacturing or servicing related issues. The reported issue was not confirmed during evaluation of returned vps rhythm dlx monitor. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies. No problem was found with the returned monitor.teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "team placed dl PICC at gsh on 5/12 and had confirmation of p wave deflection, cut at 39cm with 37 internal and 2 ex. On may 21st the providers did a follow up chest xr for previous medical complaints and the team noticed the read stated, 3cm deep into the right atrium. The team pulled the line back 3cm but are concerned that they received deflection and max p wave but the reading was deep into atrium." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".